Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported error message while turning on. Analysis noted that the power cord bay door was missing, the stylus was inoperative, the keyboard and slide cover were missing, both keyboard hinges were broken, and the electrocardiogram connector was loose. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an error message when turned on. The programmer was power cycled two more times and the same error message appeared. Then the programmer booted up normally. The programmer was returned for service. There was no patient involvement.